Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) had a hole and fluid loss. The device was explanted and replaced. There were no patient complications reported.